Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced difficulty with infusion site insertions and perceived slow correction of elevated glucose while using the ilet system with non-cartridge insulin, noting persistent hyperglycemia around 200¿210 mg/dl and a prior low glucose episode, with no alarms reported. Symptoms included hypoglycemia and hyperglycemia. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included review of the event history and user coaching on use, infusion site management, and insulin considerations. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the glycemic excursions, with potential contribution from infusion site issues or insulin pharmacodynamics not optimized for the system. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.